Event description:
A pt service rep assisting a (B)(6) male pt called in to zoll lifecor customer support stating that his monitor was resetting. The pt was sent a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem was confirmed. The monitor would power on only to the splash screen, then would reset. The cause of the monitor resetting was a corrupted bit in the pt data. The monitor was reprogrammed, and was fully functional. No adverse event resulted from the monitor resets. The pt received a replacement monitor.